Event description:
During evaluation, an additional issue of an increased intraperitoneal volume (iipv) event was found in the patient therapy logs: occurrence date (B)(6) 2011 at 20:47 with ultrafiltration (uf) volume of 1543 milliliters (ml) during cycle 5.

Manufacturer narrative:
(B)(4). The customer discontinued use of the homechoice and returned the device to the (B)(4) facility. The device was received operational and in good condition. A review of the device logs revealed an iipv (increased intra-peritoneal volume). With reference to the iipv decision tree, the cause for the iipv found in the logs (occurrence date (B)(4) 2011 / uf volume 1543ml) was determined to be insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through rtb-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.